Manufacturer narrative:
(B)(4). Date sent 4/11/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device misfired. Dr. Claims that the knife was activated but the staples did not. Dr. Noticed the staples were stuck inside the anvil. Only one side of the anastomoses (donut) was cut and the other side was left hanging. Rep learned that dr. Was not the one who activated the first circular stapler firing, it was his fellow. He then took over, after fellow fired. To correct the anastomoses, dr. Proceeded to cut the residual part of the anastomoses and suture. He also created a stoma for the patient, however it is unclear if this was due to the misfire.

Manufacturer narrative:
(B)(4) date sent: 5/6/2024 additional information received: surgeon performed an in-clinic follow up on this patient and noticed some dehiscence and a gap at the anastomosis juncture. As noted above, the patient required a colostomy bag at time of surgery. Surgeons approach is to wait and see what the patient's final outcomes are as it may vary. Surgeon also indicated that the patient has had radiation and operated on radiated tissue.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2024. D4: batch #736c13. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33b device arrived with the anvil shaft damaged (bent), the trocar orange band with scratches, the breakaway washer was present and with an off-center cut with two unformed staples embedded and damage the knife by pressing it hard enough against the anvil. Also, the guide face was found damaged by the knife deforming one of the pockets. There were no staples present inside the pockets. No functional test was performed due to condition of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 736c13, and no non-conformances were identified.